Event description:
The customer reports possible discordant results on patients. Some patients are known diabetics and some are being treated for diabetes. No report of injury with the event.

Manufacturer narrative:
There are no specific examples of results available at this time, only generalized statements of "the unit runs high. The vantage will have a result of 6.5% and the reference lab will give us a 6.0% or 5.5%." Customer is questioning results on over 800 patients but has no report of any injuries resulting from discordant test results. Customer stated that qc results are consistently within range. Customer stated that reagent cartridges are routinely run straight from the refrigerator. This is not recommended. Customer indicated that routine maintenance had not been performed for the instrument. It was explained to the customer that reagent cartridges must be handled according to siemens guidelines and recommended that due to their very high volume, they keep multiple boxes out at room temperature. Customer was instructed to clean the instrument to change the air filter. Customer was further asked to provide all lot numbers of cartridges and qc used throughout the duration of this event. Cleaning procedure was explained to the customer as well as instructions for an optical test. A field service engineer will visit the site for a training intervention.